Event description:
My husband has a sci (spinal cord injury). We have been using mckesson saline mixed with gentamicin as a bladder rinse to prevent urinary tract infections. He had 9 uti's in one year, unexplained. Now we find out that the saline we were using is part of a recall. Could that have attributed to all the uti's that he had? I am giving the date of his last urine culture. He was treated with cipro. Dates of use: (B)(6) 2016 - (B)(6) 2023. Bladder rinse per urologist to prevent uti.